Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant products: unk regenerex cup - lot unk, unk e1 poly acetabular liner - lot unk, item 650-1128bmrsa - lot unk - prmrs nck stem ti bm sz 28 rsa. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00866, 0001825034-2018-00867. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided, so device history records could not be reviewed. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Insufficient information provided. Unable to perform a complaint history search. Surgical notes were not provided. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
(B)(6). It was reported 6 months post a tha procedure on the right hip on (B)(6) 2014 that the patient reported severe pain most days and was unable to perform usual activities. It was also reported that during the 1 year post op follow up visit the patient still experienced moderate pain to severe pain some days and little difficulty performing daily activities. No further information provided.